Event description:
Reporter indicated that the patient's generator was explanted due to infection. The infection was first noted with drainage from the chest incision site. The patient was given antibiotics 2 1/2 weeks prior to being explanted.